Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys vitamin b12 immunoassay on a cobas 6000 e 601 module. The sample initially resulted with a vitamin b12 value of < 80 pmol/l and this value was reported outside of the laboratory. An active b12 test was triggered based on the initial result. The active b12 result measured on an abbott architect analyzer was > 128 pmol/l. The doctor requested a repeat of the sample and the vitamin b12 repeat result from the e 601 analyzer was 394 pmol/l. A corrected report was issued. No adverse events were alleged to have occurred with the patient. The vitamin b12 reagent lot number was 31974401. The reagent expiration date was asked for, but not provided. The field service engineer checked and adjusted the sample pipettor liquid level detection voltage. He ran performance testing and no faults were found. The instrument is working within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.